Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4).

Event description:
It was reported that a patient, underwent an atrial flutter procedure with a thermocool® smarttouch® bi-directional navigation catheter and experienced steam pop during ablation, an echo was performed and patient was stable after the procedure. 6 to 12 hours later, patient suffered cardiac tamponade which required surgical intervention. The patient¿s medical history is unknown. No further information is known regarding the patient status.